Manufacturer narrative:
Heartsine evaluated the customer's device and was unable to duplicate the reported issue. Heartsine observed that the audio prompts were distorted and attributes the cause of the issue to a faulty speaker. The customer's device was scrapped by heartsine and the customer received a replacement device.

Event description:
The customer contacted heartsine to report that their device audio volume was low. In this state, a lay user may not receive the audible instructions on how to properly use the device on a patient which could delay therapy.

Event description:
The customer contacted heartsine to report that their device audio volume was low. In this state, a lay user may not receive the audible instructions on how to properly use the device on a patient which could delay therapy.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf-3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.